Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s battery level was full. There may not be a problem with the battery itself, but the manufacturer representative was not sure. The patient has very high impedances on one lead, but the quad lead seemed fine in terms of impedances. The patient was not feeling any stimulation even at 10.5 volts. The date of the event was noted as the day of the report. The patient has had seizures (no falls) recently, so they were wondering if something pulled loose in the pocket or in the epidural space. An x-ray was scheduled and the health care provider was planning a revision or replacement of the system depending on the results of the x-ray. The issue was not resolved at the time of the report. It was reported that the patient¿s medical history includes a history of stroke and seizures.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional reporting that they checked the patient's program and took an x-ray of the patient to address the patient's loss of stimulation and high impedance issues, but everything was normal. It was reported that the x-ray showed that their wasn't a lead fracture or dislocation. The cause of the patient's loss of stimulation and high impedances were unknown and these issues have not yet been resolved. It was reported that a revision was pending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.